Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2015 with blood glucose of 600 mg/dl. Customer reported that reservoir fell out of insulin pump when she slept which was the cause of high blood glucose. Customer was not sure how to treat with manual injection. Customer called healthcare professional and then would call back for troubleshooting. Healthcare professional called paramedics and customer was hospitalized. Customer was hospitalized due to high blood glucose. Customer was treated with insulin drip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.